Event description:
The customer initially called to report no delivery and motor error alarms during the manual prime. Troubleshooting was performed and the insulin pump alarmed no delivery during the displacement test. The customer then stated that he was hospitalized for high blood glucose levels a few days earlier. The customer's blood glucose levels were high all day, even though he was correcting with boluses. The paramedics were called and his blood glucose reading was 638 mg/dl when they arrived. The customer had changed the infusion set two days prior to the event. No further troubleshooting was done due to the repeated no delivery alarms.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.